Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for investigation; the lens had been discarded by the surgery site. The customer's reported event could not be confirmed. Manufacturing record review: a manufacturing record evaluation was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specifications. The production order has not been associated to a (ncr) non-conformance report. A search of complaints related to the production order was performed and revealed there were no other complaints reported that were related to this customer's reported event. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens was implanted using the preloaded insertion system, model pcb00, the lens was split in half. The lens was removed and discarded. There was a 20 minute delay. A new lens was implanted during the same surgery (no info provided). At seven (7) days post surgery the patient still had corneal edema. No further information was provided.